Event description:
Additional information was received from a patient representative (rep) regarding an external device. It was reported that a couple weeks ago the patient had trouble but did not know what was happening or what trouble they had. The patient described their handset was turning off a few times over a week span and then it did not work for it was slow for the communicator and handset to connect and it was also slow to connect to the myptm (personal therapy manager) to deliver a bolus. When an agent asked for the event date the patient rep said this happened before and it worked really well for 6 weeks then it slowed down again and stopped working intermittently. It was acting up intermittently for a week then the problem went away, but now the patient could not turn the handset screen off. The patient's screen said to power off or restart. The agent reviewed to press the power button, and it showed they had a lock out of 3 hours and 30 minutes. The patient was able to lock handset and turn it back on. The patient closed call applications and the agent walked them through clearing data. The patient was able to connect to their myptm app and see the lockout screen. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820: product type software product ID hh9020tdd lot# serial# (B)(6). Implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that they noticed a few days ago that when they would try to connect to the pump to bolus the handset would freeze at 90%. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no delay. Patient would call back when they need further assistance.